Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, it was reported that the user experienced a low blood glucose (bg) of 68 mg/dl. The user treated with juice and sugar but overtreated due to fear of delayed recovery. Bg stabilized afterward. The user was re-educated on the 15g/15min protocol and arranged additional training. No external assistance or medical intervention occurred.